Manufacturer narrative:
Date sent: 09/05/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure the clips fell out of the instrument another instrument was used to complete the procedure with no pt consequence.